Manufacturer narrative:
(B)(4).this complaint for a leak in a cassette was not confirmed and the root cause could not be determined. One unused and still in package (companion sample) was received for evaluation. A visual inspection was performed and no obvious defects were found. A functional inspection was performed on the homechoice (hc) machine and a full therapy ran with no issues.

Event description:
A doctor reported to baxter italy that during priming of the lines and before the patient was connected, a leak was noticed from the line of a cassette. This happened with four units and when the patient changed the batch of the set, the issue disappeared. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.